Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s other blood glucose level was 592 mg/dl, customer was actually had 139 mg/dl blood glucose value. Customer stated that they did not need of troubleshooting. Customer then got a calibration error and so the customer pulled the sensor. The insulin pump will not be returned for analysis.